Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign material was unable to be identified and the root cause was unable to be determined for the foreign material remaining, along with the device being dirty. The event can be prevented by following the instructions for use: "detection way is included in evis exera tjf type 145 operation manual chapter 3 preparation and inspection. Preventive measures are included in tjf type 145 endoscope reprocessing manual 3.5 manual cleaning." Olympus will continue to monitor field performance for this device.

Event description:
A user facility returned the olympus asset, evis exera duodenovideoscope, to the olympus service center. Upon inspection and testing of the returned device, it was observed that the forceps elevator had foreign material. This report is being submitted for the event found during evaluation. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for evaluation and the device evaluation found foreign material in the forceps elevator, water tightness was lost due to pinching of the bending section rubber, the objective lens was scratched, the adhesive on the bending section rubber was detached, the bending section rubber was cut, the connecting tube was scratched, the scope cover was scratched, the grip was scratched, the suction cylinder was shaved, the forceps channel port was shaved, switch 1 was scratched, the switch box was scratched, the universal cord was scratched, the scope connector was scratched, the light guide cover glass was dented, the scope had reduced angulation, the knobs had play, and the light guide lens was scratched. Dirt was found on the connecting tube, the grip, the right/left knob, the up/down knob, and the distal end cover. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.